Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-9.0cm, 33.0-34.0cm, and 33.0-33.3cmfrom the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during an unrelated atrial lead revision, physician elected to extract the rv lead. Upon extraction, externalized conductors were observed on the rv lead. No electrical anomalies were detected on the rv lead and fluoroscopy revealed no anomalies prior to extraction. There were no complications; patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow up. Upon lead extraction, externalized conductors were observed. No electrical anomalies were detected. The rv lead was successfully explanted. Patient condition was stable.